Event description:
St jude pacemaker with rapid battery depletion in pacemaker dependent patient. Model 2240 device. Emergent pacemaker battery replacement. Therapy start date: (B)(6) 2015. FDA safety report ID# (B)(4).